Event description:
(B)(4). Same patient as MDR ID: 2134265-2012-01999, 2134265-2012-02001, 2134265-2012-02000, 2134265-2012-02004, 2134265-2012-02005, 2134265-2012-02006. It was reported that subsequent to a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with class 3 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 5 target lesions. The first was a long, bifurcated, and 95% stenosed lesion located in the proximal to distal right coronary artery with a possible thrombus and a reference vessel diameter of 3.50mm and a lesion length of 75mm. The lesion was predilated with an unspecified balloon and deployment of 3.50x20mm, 3.50x38mm and 4.00x24mm promus element stents resulting in 0% residual stenosis. The second was a bifurcated and 70% stenosed lesion located in the right posterior descending artery with a reference vessel diameter of 3.50mm and a lesion length of 10mm. The lesion was not predilated and a 3.50x12mm promus element stent was deployed, resulting in 0% residual stenosis. The third was a 95% stenosed lesion located in the 1st diagonal artery with a reference vessel diameter of 2.80mm and a lesion length of 25mm. The lesion was predilated with an unspecified balloon and a 2.75x28mm promus element stent was deployed, resulting in 0% residual stenosis. The fourth was a long and 80% stenosed lesion located in the proximal to mid left anterior descending artery with a reference vessel diameter of 4.00mm and a lesion length of 30mm. The lesion was not predilated and a 4.00x32mm promus element stent was deployed, resulting in 0% residual stenosis. The fifth was an 80% stenosed lesion located in the distal left circumflex artery with a reference vessel diameter of 3.00mm and a lesion length of 25mm. The lesion was predilated with an unspecified balloon and a 3.00x32mm promus element stent was deployed, resulting in 0% residual stenosis. The following day after the procedure, the patient experienced a troponin level elevation and a non-q wave myocardial infarction was diagnosed. No action was taken to treat this event and no ischemic symptoms were present. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).